Manufacturer narrative:
The customer¿s report that the tubing set developed a balloon in the silicone segment was confirmed. During inspection it was observed that the silicone segment tubing had a bubble starting 2.6130 inches below the ring retainer of the upper fitment. Clear liquid was observed inside both the set¿s tubing and the drip chamber. No other anomalies were observed on the set during visual inspection. Three samples of the tubing were analyzed and the walls were found to be concentric. Since the observation of the balloon in the silicone tubing segment has already been observed in a high number of previously investigated complaints, functional testing was not conducted. The probable cause identified from previous extensive failure investigations have found that bubble/ balloon can occur when an IV push medication or flush is executed below the pump without first clamping the tubing injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bubble/ balloon. Clinical advice for an IV push medication or flush is to be executed below the pump and clamping the tubing above the injection port. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment. There was no patient harm reported.